Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator indicating it has a low battery. There was no patient involvement. The fse evaluated the device and found the device battery could not fully charge. The battery only had one of 5 charged lights one. The battery was replaced, and it would fully charge with no alarm. Based on the information available and the evaluation conducted, the cause of the reported problem was the battery. The problem was confirmed. The device was confirmed operational after the required part was installed. The investigation concludes that no further action is required at this time.